Manufacturer narrative:
(B)(4). B5: describe event or problem supp correction. D9 for product returned and date received. G3: date received by manufacturer. G6: report type updated/follow-up. H2: correction / additional info and device evaluation. H3: device evaluated by manufacturer. H6: event problem and evaluation method codes additional.

Event description:
It was reported that transmitter failed error occurred. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.